Event description:
It was reported that the anchor snapped during insertion. A back-up device was used to complete the surgery. It is unknown if all the broken pieces were removed from the pt. No other information is available at this time.